Event description:
Device issue: none. Time of issue: after vessel closure. Adverse event: diminished leg pulses, claudication (leg pain, leg swelling, and difficulty walking), arterial occlusion. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the right femoral artery after an unspecified procedure. Reportedly, after an unspecified duration, the patient developed symptoms of right limb claudication, which included leg pain and leg swelling causing difficulty walking. An examination of the leg found that the pulses of the leg were diminished. A doppler ultrasound, ankle-brachial index (abi) procedure, and angiogram were performed revealing an arterial blockage in the right femoral artery. The occluding material was surgically removed from the vessel and the vessel was surgically repaired. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.